Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the log files from the AED showed on (B)(6) 2024 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when a series of replacement battery packs were inserted. The reported issue is attributed to the user failing to address the AED's alert condition which reduced the battery pack's expected life. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.